Event description:
It was reported that during a lap nephrectomy procedure, the staplers cut but did not staple. Converted to an open procedure to control the bleeding. Pt required blood product.

Manufacturer narrative:
D4 serial number =na.